Manufacturer narrative:
Follow-up #1: date of submission 04/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: the keypad was intact and all of the buttons responded properly. The black box showed that the pump was manually suspended on (B)(6) 2017 03:56 & manually resumed at 04:10. A pump reboot then occurred at 04:12; the pump was powered back on at 08:39. On (B)(6) 2017 08:57, a blank basal program 2 was activated and several active basal program empty alerts were recorded beginning at 08:57. On (B)(6) 2017 at 11:15, the pump was manually switched to basal index 1 and a temporary basal was set and deliveries resumed at 11:15. The pump was manually suspended on (B)(6) 2017 16:36 and manually resumed at 16:50. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed and there was no damage to the keypad flex observed. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had experienced a blood glucose of 25.1 mmol/l with moderate ketones, nausea and vomiting. Reportedly, the patient was hospitalized with diabetic ketoacidosis on (B)(6) 2017 and treated with insulin via injection and an insertion site change. It was reported that the ok button was under responsive at times. During troubleshooting, it was revealed that the time and date were correct, the basal settings were correct, there were no associated alarms and per the history, the pump had delivered as programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an under-responsive ok button.